Event description:
It was reported to the biomedical engineer, by hospital staff, that the epg (external pulse generator) stopped pacing while connected to a patient. The epg was changed out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The ring cover was found to be broken.